Event description:
It was reported when using the bd pyxis medstation es system was in disconnected mode. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system was disconnected. The technical support specialist followed ka 000007152 "manual recovery required - datasyncinvaliduploadchangetrackingvalue" and performed manual recovery to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.